Event description:
On 11/4/99, a carolon trinity compression pump, in use on pt, was found by nurse to be smoking. The pump was unplugged and removed from service. The pump was examined by clinical engineering service and it was found that the pin for the hot side of the male power receptacle on the unit was pushed in and burnt and the casing around it was cracked. A hole was burnt through the removable power cord where it connected to the unit. On 11/23/99, a group of 6 carolon trinity compression pumps, which were reported as broken, were examined by clinical engineering before being sent back to the MFR for replacement under the lease contract. It was found that all 6 pumps also had the pin pushed in and cracks in the receptacle casing. The remaining carolon trinity compression pumps were removed from service asap after finding this problem.